Event description:
During percutaneous coronary intervention (pci), the stent became caught on the vessel and on another device. It could not be delivered to the target lesion. It was removed and the distal stent struts were flared. However, the device was used again but could not be delivered to the target lesion. Pci was being performed on a 90% de novo lesion in the mid to proximal left anterior descending artery (lad). The vessel was heavily calcified and slightly tortuous. The lesion was pre-dilated with a 2.0x15 sprinter balloon and with a 2.5x15mm quantum balloon before an attempt was made to deploy a 2.5x24mm taxus stent. However, the physician had difficulty delivering and the taxus, which dislodged near the bifurcated section between the proximal to mid lad due to heavy calcification. The taxus was crushed to the vessel wall. Then the physician decided to implant a 2.5x28mm cypher instead. While attempting to deliver the cypher stent, it became caught with the calcified vessel and also at the proximal end of the dislodged taxus's stent strut. So it could not be delivered. Therefore, the launcher 6f sal1.5 guiding catheter was exchanged for a different guiding catheter, a launcher ebu 3.75mm and a terumo finecross microcatheter was used for support. While inserting the cypher along the microcatheter, the physician confirmed the stent strut at the distal end to be slightly flared. Nevertheless, the physician continued to redeliver the cypher by pushing back with excessive force several times. However, it could not be delivered again because the stent flared at the distal end worsened. And so a micro driver was delivered to the target lesion overlapping the crushed taxus stent. Then because there remained untreated lesion at the proximal lad, an additional cypher a 3.0x13mm, was implanted overlapping the implanted micro driver. The procedure was finished successfully. The product was clinically used and will be returned for analysis. After the procedure, in order to fix the flare, the physician manipulated the stent. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.